Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had pocket erosion and the device protruded through the skin leading to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.